Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) reached end of service (eos) five years earlier, and the physician/patient elected not to remove the device. An attempt was made to interrogate the ICD, and there was no telemetry at that time. The ICD remains implanted. No patient complications have been reported as a result of this event.